Event description:
The following has been reported: "two IV pumps that had service needed error messages." Biomed reported: IV pump serial numbers (B)(6) that had service needed error messages. Customer checked the maintenance alarm section in the portal to verify that an error did occur. However, when customer performed a couple of test drips, the pumps worked perfectly fine. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve (valve # 2 ). Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.